Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensed noise resulting in loss of capture (loc). A copy of the device¿s memory was provided to boston scientific technical services (ts) for assessment. Ts confirmed evidence of oversensing of the minute ventilation (mv) signal. The mv feature was programmed off and the patient will be monitored. The patient is pacemaker dependent but there were no adverse patient effects reported. The device remains in service.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensed noise resulting in loss of capture (loc). A copy of the devices memory was provided to technical services (ts) for assessment. Ts confirmed evidence of oversensing of the minute ventilation (mv) signal. The mv feature was programmed off and the patient will be monitored. The patient is pacemaker dependent but there were no adverse patient effects reported. The device remains in service. Additional information was received which reported that the remaining longevity of this device was questioned. It was noted that the device and a non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to out of range impedances, with subsequent increase in device outputs after the lss. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally based on the lss and the increased device outputs. Additionally, there were inappropriate atrial tachy response (atr) events due to ra noise. The device was reprogrammed and the patient would be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensed noise resulting in loss of capture (loc). A copy of the devices memory was provided to technical services (ts) for assessment. Ts confirmed evidence of oversensing of the minute ventilation (mv) signal. The mv feature was programmed off and the patient will be monitored. The patient is pacemaker dependent but there were no adverse patient effects reported. The device remains in service. Additional information was received which reported that the remaining longevity of this device was questioned. It was noted that the device and a non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to out of range impedances, with subsequent increase in device outputs after the lss. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally based on the lss and the increased device outputs. Additionally, there were inappropriate atrial tachy response (atr) events due to ra noise. The device was reprogrammed and the patient would be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to out of range impedance measurements. There was subsequent myopotential noise, oversensing, and pacing inhibition after the lss, resulting in a pause of approximately four seconds. Troubleshooting was to be performed. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensed noise resulting in loss of capture (loc). A copy of the devices memory was provided to technical services (ts) for assessment. Ts confirmed evidence of oversensing of the minute ventilation (mv) signal. The mv feature was programmed off and the patient will be monitored. The patient is pacemaker dependent but there were no adverse patient effects reported. The device remains in service. Additional information was received which reported that the remaining longevity of this device was questioned. It was noted that the device and a non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss) due to out of range impedances, with subsequent increase in device outputs after the lss. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting normally based on the lss and the increased device outputs. Additionally, there were inappropriate atrial tachy response (atr) events due to ra noise. The device was reprogrammed and the patient would be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the device and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to out of range impedance measurements. There was subsequent myopotential noise, oversensing, and pacing inhibition after the lss, resulting in a pause of approximately four seconds. Troubleshooting was to be performed. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.